Manufacturer narrative:
(B)(4). We received one introcan safety 3-w pur 20g 1.1x32mm-EU in original package and 2 used with blood contaminated capillary housings of an introcan safety 3-w pur 20g 1.1x32mm-EU without package. For individuals and their risk for allergies respectively for irritations it is not possible for us to make any statements. This definitely requires further investigations respectively this investigations must be carried out individual-related. This investigations will not be carried by our side. A fault reconstruction was not possible. We assess this complaint to be not judgeable. We have informed our manufacturer accordingly. Sterility test information: process sterilization: process sterilization (cycle no. : 15/e0186) reviewed but found no discrepancy or deviation. All parameter are within specification. Bi sterility: bi sterility result (cycle no. : 15/e0186) reviewed and found all results are within the specification.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and there were no such defect encountered during in-process and at final control inspection. The process cards show no abnormalities.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): bloody puncturing site / inflammation.